Manufacturer narrative:
Based on the information provided by third party or end user the pump is alarming at too high for pressure and needs to be calibrated. Pump was not returned to intuvie but end user observed the issue during calibration and requested for hexfile. Hexfile was sent accordingly. Investigation performed by end user but investigation is not yet performed by intuvie. As intuvie didn't perform investigation the code selected for investigation findings is "results pending completion of investigation". A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.

Event description:
On 4/16/2024 intuvie received a email from mananger of biomedical operations for complete biomedical services inc that pump needs p30: 330 and the pump was alarming at too high of a pressure and needs to be calibrated.so the end user requested for hexfile. Hexfile was sent to the end user as requested. There was no patient harm as this was observed during annual bench testing using distilled water done by end user from complete biomedical services inc.